Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius bloodlines from the reported catalog number (03-2742-9) shipped to this account within the selected time frame. A records review was performed on the lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria. Clinical investigation: the patient medical records were provided by the facility on august 16, 2016 and august 18, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Based on the review of medical records, a (B)(6), male patient with relevant past medical history of end stage renal disease (esrd) on hemodialysis (hd) treatments, experienced an episode of cardiac arrest one (1) minute after initiation of their routinely scheduled, chronic hemodialysis (hd) treatment. The patient was transferred to the emergency room for further evaluation and administered another dose of epinephrine and admitted to the hospital. The patient continued to receive hd treatments without difficulty and the hospital continued with aggressive medical management; however, the patient¿s overall condition continued to deteriorate. The patient was eventually extubated on (B)(6) 2016. The patient¿s last day of hemodialysis treatment was (B)(6) 2016. The patient was evaluated by hospice and was discharged home on (B)(6) 2016 with hospice for end-of-life care. The patient¿s discharge diagnoses were: acute cardiac arrest; end-stage renal disease; acute respiratory failure; aspiration pneumonitis. The patient expired on (B)(6) 2016. According to the end-stage renal disease death notification (form 2746), the primary cause of death was ¿unknown.¿ there is no documentation in the medical record that indicates a causal relationship between the fresenius products and the patient¿s cardiac arrest and subsequent death. Medical records do not list a cause for the patient¿s cardiac arrest. The cause of death on the end-stage renal disease death notification is listed as ¿unknown.¿ according to the physician notes, the patient had symptoms the day before the hospitalization event and according to the family, ¿this is not at all unusual for him.¿ in addition, physician notes state the patient¿s cardiac arrest, cardiogenic shock and acute respiratory failure were due to fluid overload, probably due to the end stage renal disease and leukocytosis and it was determined that the patient had aspiration pneumonia. The patient¿s blood culture did grow staphylococcus epidermidis and the bronchial washing showed oral flora which was an indicator of aspiration. Physician notes attribute patient¿s cardiomyopathy to respiratory failure because of pleural effusion and fluid overload and cardiopulmonary arrest. The patient has an extensive and complex medical history and comorbidities that possibly contributed to patient¿s cardiac and respiratory arrest and leading to a fatal outcome. Physician notes suggest that the patient¿s cardiac arrest was not attributed to the patient¿s dialysis treatment or dialysis treatment products. Patient was under hospice care and not receiving hemodialysis at the time of death.

Event description:
The acting clinical manager (cm) at the user facility contacted technical support and reported that a patient experienced an episode of cardiac arrest one (1) minute after initiation of their routinely scheduled, chronic hemodialysis (hd) treatment. The treatment was abruptly discontinued, and the patient was transferred to the emergency room (ER) via emergency medical services (ems). No device malfunction was observed, alleged, or identified prior to, during, or following the patient's hd treatment. This (B)(6) male with relevant past medical history of end stage renal disease (esrd) on hemodialysis three (3) times per week since the year 2000, arrived to the hd facility via wheelchair and was unable to stand. According to the acm, the patient had non-specific symptoms of feeling unwell. A heparin bolus was given via the patient's left arteriovenous fistula at 9:40 am for system patency and the treatment was initiated at 9:43 am. However, the patient lost consciousness almost immediately, so the hd treatment was discontinued one (1) minute later, at 9:44 am. The blood within the extracorporeal circuit was returned, and the treatment was terminated. Cardiopulmonary resuscitation (CPR) commenced, an automated external defibrillator (AED) was applied, and emergency services (911) were contacted. The AED advised shock. Ems arrived and two (2) doses of epinephrine were administered to the patient. Reportedly, the patient was without pulse and respirations upon exit from the facility while CPR continued. At some point, the patient was resuscitated, intubated and admitted to the cardiac care unit at the hospital. The patient exhibited sinus tachycardia and hypotension in the emergency room. A central line was placed in the emergency room and the patient was administered levophed, as well as sedation and intubation. The patient was admitted and diagnosed with acute cardiac arrest and acute respiratory failure. The patient's family reported the patient had stated he felt as if he were going to die the previous day. The patient's condition did not improve during the hospital stay. Dialysis treatments continued while in the hospital until (B)(6) 2016. Subsequently, the decision was made to place the patient on hospice comfort care. The patient was discharged from the hospital to home on (B)(6) 2016, and expired on (B)(6) 2016. No death certificate was provided. However, the end stage renal disease death notification (form 2746) listed the cause of death as "unknown." There were no device issues or machine alarms during the brief treatment. After the event, the machine was removed from service for evaluation by the facility biomedical technician. No malfunction was found. The machine has been returned to service and is working without issue. No malfunction of any fresenius product in use during the hd treatment performed on (B)(6) 2016 was alleged, observed, or identified prior to, during, or following the event. The dialyzer and bloodline are not available for evaluation by the manufacturer as both were discarded by the user facility. No samples of the acid/bicarb in use during the treatment are available for analysis. Hemodialysis orders: dialyzer - 180nre optiflux. Dialysate composition: 2.0k, 2.25ca, 1.0mg, 100 dextrose. Sodium (meq/l): 137. Bicarbonate setting (meq/l): 35. Blood volume processed: 108. Bfr: 450 mls/minute. Scheduled hours: 4:0. Sodium modelling method: step. Sodium level start: 142. Sodium level end: 137. Sodium modelling time: 3:30. Target fluid removal (ml): 4000. The machine passed all pre-treatment tests. Conductivity and ph were verified via an external meter to be within normal range to initiate treatment.